Event description:
The caller stated his girlfriend believed she has tampons which contain mold. She is pregnant. The boyfriend indicated she is fine except for morning sickness. He also indicated she intends to see her physician.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.